Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2005 the patient admitted to hospital. The patient presented with preoperative diagnosis: degenerative spondylolisthesis, l4 and ls with radiculopathy, right lower. The patient underwent the following procedure: lumbar decompression, l4-l5, with bilateral lateral fusion, pedicle screw instrumentation, l4-l5, with c-arm fluoroscopic guidance and intraoperative emg, interbody fusion posterior approach with x box prosthesis, bmp2 sponge, lateral fusion with bmp sponge and local autograft, intrathecal morphine for postoperative pain control with epidural , morphine paste, bilateral decompression with foraminotomy and reduction of spondylolisthesis. Per-op notes: the interspace was packed with local autograft with bmp sponge followed by placement of an x box, which was packed with bmp sponge, local autograft (8 x 12), followed by additional bmp lateral to the x box. Pedicle screw instrumentation was placed. Ap confirmed appropriate localization after initial placement. (B)(6) 2007 the patient presented with preoperative diagnosis of back pain, radiculitis due to painful hardware. The patient underwent the following procedure: removal of posterior instrumentation lumbar spine with exploration of fusion and nerve root re-exploration right with foraminotomies, lysis of adhesions.